Event description:
Customer reports membrane was found broken during third use after eight minutes into priming. There was no patient injury or blood loss. No medical intervention was required.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.